Event description:
Femoral sheath from mitek system broke off at the tip inside the right femur bone. Surgeon elected to leave piece in as it would cause more damage to remove. Patient underwent a right knee arthroscopic assisted autograft hamstring acl reconstruction with medial meniscus repair and lateral meniscus partial resection. There was no injury to the patient as a result.